Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the wake button was delayed in responding to touch. There was no adverse effect to customer's blood glucose level. Customer continued to use the pump for insulin therapy.